Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has multiple error codes. Sos sensor error as well.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit has multiple error codes. Sos sensor error as well.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1-contact person-mfg site, g3, g6, h2, h3, h6- type of investigation code, investigation n findings code, investigation conclusion code, component code, h11. Corrected fields: h6- medical device problem code. A getinge field service engineer (fse) during initial service evaluation observed missing crm, safety disk, fill port luer and drain port fittings. Emailed customer estate for replacement parts. During return visit biomed found crm, saftey disk, fill port and drain connectors. Replaced expired safety disk and performed all pneumatic leak tests. Failed drive manifold leak test, isolated to k7 leaking. Emailed biomed new estimate for drive manifold. Biomed emailed getinge with updated dollar amount to replace drive manifold. Returned on january 8th installed new drive manifold and corrected leak failure and completed repair. Unit passed all functional and safety tests per factory specifications, returned to customer. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne. The failure analysis and testing department received the following part associated with this complaint: drive manifold this part was received with a reported unit failure message of leak test failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold into the cs300 test fixture and tested to the factory specifications per service manual. The failure analysis and testing department performed k6, k67, k8 leak test and failed test# 3 with result of -40 mmhg, the factory specification is +-20 mmhg for test# 3. The failure analysis and testing department verified the failure message of drive manifold leak test fails. Drive manifold failed testing. Sending drive manifold to the supplier for failure analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne. Failure analysis received from the supplier for the part. They stated the part had a leak on k6. Root cause for this part is the leaking k6 solenoid retaining the part in the failure analysis and testing department per procedure number.